Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was monitored and no frozen display was noted. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker, a missing address and serial number label, and a cracked case near the display window corners were noted during the visual inspection.

Event description:
Customer reported that the buttons on the insulin pump are not responding and the display is frozen. It was stated that the backlight will go on and off, but the screen will stay the same. Customer was not connected to the insulin pump. No alarms occurred. Customer was advised to remove the battery wait 5 minutes to reinsert it. Battery out limit shows on screen and customer is unable to clear the alarm. Blood glucose value is 7.6 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.